Manufacturer narrative:
H3: evaluation summary: customer report of flailed leaflet, thrombus, and regurgitation were unable to be confirmed in the as received condition. As received, a section of cut sewing ring between two commissures, without leaflets, was returned. Rest of the valve was not returned. Report of calcification and pannus were confirmed on the returned sewing ring. X-ray demonstrated calcification was observed on the host tissue of the sewing ring. Minimal host tissue was observed on the remainder of valve sewing ring on the inflow aspect. Wireform was exposed at both of the commissures. Suture threads remained attached to the sewing ring. H11: additional manufacturer narrative: updated sections d9, h3, h6 (device code). H11: corrected data: corrected section h6 (type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: updated section h6 (type of investigation, investigation findings, investigation conclusions) svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia (hld). Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. The most likely root cause is patient factors. Per the instructions for use (IFU), structural valve deterioration (svd) is a known potential risk associated with bioprosthetic heart valves. Per the IFU, pannus, or host tissue, overgrowth is a known potential adverse event associated with bioprosthetic heart valves and annuloplasty rings. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a 25mm 2700 valve was explanted after an implant duration of nine (9) years, six (6) months due to severe calcification, flailed leaflet, severe pannus, and severe regurgitation. Per medical records, the patient presented with acute decompensated chf and work up revealed possible bacterial endocarditis. He underwent redo avr with root replacement using a 25mm homograft. Intraoperatively, there was no vegetation or signs of infection, severe calcification degenerative valve. The aortic root tissue was very fragile. The patient tolerated the procedure well with no immediate complications and was discharged on pod #9. Hospital pathology report: gross exam: the aortic cusps are markedly firm, covered by brown fibrous material on the aortic surface consistent with vegetation, and grossly immobile. No calcification is present. Severe pannus is on both sides of the cusps. Movat stain: shows bovine pericardial tissue valve with calcification. Final diagnosis: bioprosthetic valve with thrombus. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.